Event description:
The intended procedure was angioplasty of a shunt anastamosis/right radial artery. The vessel had mild calcification, mild tortuosity and 90% stenosis. The lesion was wired without difficulty. The balloon catheter was advanced to the lesion and the balloon was inflated with an indeflator. The balloon ruptured at 3 atmospheres. There was no report of pt injury. The product was not returned for analysis. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp, including balloon burst test values. The vessel characteristics themselves do not seem severe enough to cause a balloon burst. No add'l procedural details were provided. In this case, there is not enough information to draw a conclusion between the device and the reported event.